Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 cubies were failed and not detected on bus. The customer reported that there was a delay in the dispensing of medication, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubies and auxiliary drawer 6 failed and device was not detected on bus. A field service engineer found drawer 6 was not detected on bus, inspected drawer and found a light emitting diode (led) light was not lit on bus controller board, removed panel and checked retractor band and found no blemishes or cuts. The fse replaced drawer controller board, but the issue persisted. Further, the fse replaced retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 cubies were failed and not detected on bus. The customer reported that there was a delay in the dispensing of medication, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.